Manufacturer narrative:
Additional information: b5, h6. This supplemental report is being submitted to provide the results of a second investigation. The investigation identified the following malfunction: it can be inferred that some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire has torn; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single-use sphincterotome's wire coating was torn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the ruptured cutting wire was identified. It is likely the result of the cutting wire was broken at proximal end site; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use preloaded sphincterotome cutting wire ruptured. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.